Manufacturer narrative:
The referenced pump exchange due to pump stoppages was reported under medwatch MFR report # 2916596-2017-02006. (B)(4). Approximate age of device ¿ 2 years, 10 months. (Calculated from the date when the system controller was shipped to the implanting center.) The reported event of system controller alarms was confirmed and reproduced during investigation of the returned system controller. The collected log file contained 240 events over approximately 46 days from (B)(6) 2017. The average pump power and flow were 4.6 watts and 4.2 lpm, respectively. The fixed speed was set to 8,600 rpm and the low speed limit was set to 8,200 rpm. Speed drops below the low speed limit and pump stoppages were captured between 10:59 pm on (B)(6) 2017 and 1:25 am on (B)(6) 2017. These events occurred while the system controller was connected to a power module and while connected to batteries. Driveline disconnected, low speed hazard, and low flow hazard alarms were recorded during this time span. The end of the log file captured a string of events where the timestamp reset to the default value and numerous alarms were active including driveline disconnected, low speed hazard, and clock not set. The returned system controller was connected to a test patient cable, power module, and system monitor. The system controller produced a driveline disconnected alarm, the lcd screen continuously flashed and reset, and the system controller's clock was not set. The system controller was connected to a test pump and was unable to operate the pump. The system controller housing was opened and the printed circuit boards and internal components were visually unremarkable. Measurements of the drive circuitry revealed that the two phase 3 drive transistors were electrically shorted. If the system controller was connected to a compromised driveline it would have the potential to cause this damage. The damaged components were replaced with test parts and the system controller was reassembled. The system controller was connected to a test patient cable, power module, system monitor, and pump. The system controller was able to support the test pump without issue. A root cause for the damaged transistors could not be conclusively determined; however, the reported information that the alarms continued when the system controller was exchanged to the backup and a hospital owned system controller, and that the patient had already been provided with a non-grounded patient cable due to previous issues with pump stoppages, suggests that the damage was likely the result of the system controller being connected to a compromised driveline. Review of the system controller log file also found that a backup battery passed expiration date alarm was captured on (B)(6) 2017 at 12:00 am. Review of the device history records of the returned system controller revealed that the system controller was shipped with backup battery serial (B)(4) which would have expired at the time of the backup battery passed expiration date alarm observed in the log file. This backup battery was not returned for evaluation. The evaluation of the backup battery documentation revealed that the backup battery was manufactured in july 2014. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00 am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (B)(6) 2017 the system controller log file displayed a backup battery fault alarm at 12:00 am midnight. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3.5 years of support, the patient presented on (B)(6) 2017 with unspecified alarms sounding from the system controller. The doctor wanted to keep the patient in the hospital for further evaluation; however, the patient left against medical advice. That night, further alarms appeared and the patient returned to the hospital. The system controller was connected to the power module and it was not possible to download log files. The patient was switched to the backup system controller and a hospital owned system controller but the alarm continued. It was reported that the patient had previous issues with pump stoppages and had already been provided with a non-grounded patient cable for use with the power module. As the alarm was persistent and the system controller showed pump speeds of 0 rpm, a decision was made to disconnect the system controller and stop the pump completely. After stopping the pump, the patient was stable and was evaluated for a pump exchange. However on (B)(6) 2017, the patient started to become unstable and a decision was made to transfer the patient to another hospital for a pump exchange. The pump exchange was successfully performed on (B)(6) 2017. The patient was reported to be doing fine and on a general ward. On 20sep2017 during the investigation of the returned system controller, a backup battery passed expiration date alarm was captured on (B)(6) 2017 at 12:00 am in the log file.